Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. Conductor wires were intact and undamaged. Other cables at the wrist were not damaged. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the cables were fraying. No missing or fallen pieces were reported.